Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There was blood on the proximal conductor of the lead and it was not obstructed. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that the attempted right ventricular (rv) lead was exhibiting unstable r-wave measurements. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.